Manufacturer narrative:
(B)(4). Batch # r92y5e. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete the procedure. There was no report on patient injury.